Event description:
According to the op report this valve was explanted due to pannus. Intraoperatively, the explanted valve was noted to have significant pannus formation on the ventricular side with significant narrowing of the orifice. The valve was removed and replaced with 31m-101. The patient also underwent pacemaker replacement. The patient was transferred to the ICU in excellent condition.